Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the water nozzle missing. Based on the result, we concluded that it was caused due to the physical damage applied on the water nozzle. In addition, our technician confirmed that the light guide cable coating damage, the lg connector corroded, the remote control buttons leak, the u/d and the r/l knobs loose, the distal body worn out, the suction channel kink, the angulation down angulation decrease, the angulation left angulation decrease, the angulation right angulation decrease, the angulation up angulation decrease, and the u/d and the r/l knobs white marking faded/missing; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. In terms of nozzle missing, the possibility of dropping into human body could not be denied. Moreover, based on the technical report""hr-rpt-0585(nozzle)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle missing.